Event description:
Ous MDR - after an implantation time of about 78 months, it was reported that the patient had received an inappropriate shock. The lead and the ICD were explanted and returned to biotronik. Aside from the shock delivery, no deterioration of the patients state of health was reported.

Manufacturer narrative:
The ICD complained about and a fragment of the lead complained about were returned for analysis. During the analysis of the ICD, interference signals were detected in the ventricular channel in the available iegms. However, the ICD proved to be fully functional. The following inspection of the lead fragment showed bending of the lead in the connector area. About 2.5. Cm distal of the rv and of the svc df1 connector pin, the insulation was fractured. In addition, the insulation was damaged by fraying 13 cm distal of the is1 connector pin. The damage manifestation is with high probability the cause for the clinical observations. The position and kind of the insulation damages are characteristic for massive mechanical stress on the lead due to a permanently kinked position in the connector area with simultaneous friction at the generator housing. Neither the analysis of the ICD nor the analysis of the lead provided any indications of material defects or manufacturing errors.